Event description:
Kimberly-clark received a report from switzerland stating, "a 3 cm piece of closed suction catheter was identified during an endoscopy and removed from the right mainstem bronchus of a neonate." Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database (B)(4).

Manufacturer narrative:
The device history record was reviewed for this complaint and documented that the product lot reported in the incident met manufacturing specifications. One sample was returned, no packaging was received with the sample. The complete device was not received; however, kimberly-clark did receive a 3cm length of catheter tubing, from the distal end of a device. Under magnification the tubing appears to have been cut. There is a visible pinch point and kerf marks on the cut end. Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations.